Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a 32mm annuloplasty heart band was implanted in the tricuspid position and explanted on the-same day. It was also reported that a replacement was done using a 33mm bioprosthetic heart valve. The reason for replacement was not reported. No additional adverse patient effects were reported.